Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 46 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the bifurcated stent graft was originally implanted low in order to accommodate an accessory renal artery. The patient has had regular follow-ups and was asymptomatic during a routine follow-up visit where a proximal type I endoleak and 3 mm distal migration of the bifurcated stent graft was identified. The aortic neck had dilated and contributed to the endoleak; currently, the aortic neck is 24 mm in diameter. A 28 mm diameter aneurx aortic cuff was implanted at the level of the renal arteries to provide a good seal, and the endoleak/migration was resolved. No additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(B) (4) (required intervention) (B) (4): evaluation results: (migration and endoleak) (dilated aortic neck).